Event description:
The peak value of the patient's white blood cell count was reported to be 11.0 cells per nanoliter. On discharge, the white blood cell count was 4.6 cells per nanoliter.

Event description:
Additional information indicated that the patient underwent a heart transplant. The transplant was reported to be related to the device. No further information was provided. The device will not be returned for evaluation.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an infection of the percutaneous lead exit site. The exit site was surgically revised on (B)(6) 2020. Immediately postoperatively, the patient was transferred to the cardiac surgery normal care station with stable circulatory conditions. The patient was cardiopulmonary stable at all times. Wound healing was not yet complete upon discharge. No further information was provided.